Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that they had contracted mrsa twice now. They got a second opinion from another doctor but did not want them to do the replacement surgery since they did not do enough implants. A message was sent to the field for assistance in finding a new healthcare provider since the patient had already been sent physician listings. The patient was having the stimulator removed following the infection. They wanted to have the stimulator removed, wait two to four months for the site/infection to clear, and then have a new one placed.

Manufacturer narrative:
Outcomes to adverse event: infection/medication. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that after their original implant was redone, the stimulator was protruding again and pretty pronounced in their right buttock. They did not think this time was any different than the first one. This one was more painful. There was discharge coming out from the implant since they came home from the hospital on (B)(6) 2020. There was not much blood in it, but pus. They never had clear discharge. They had told the doctor it was oozing and not healing. They told them to send a picture and they kind of dismissed it. A culture was done with a swab, and they received the results on monday that they were (B)(6). They put the patient on doxycycline 2 100mg for 10 days. The device worked really well and the patient did not want to get rid of it. Their doctor thought they should have the system removed and not put it, but the patient did not know why. The doctor told them to get a second opinion.